Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined2017865-2019-00697 .

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator was in backup vvi mode. The patient presented in clinic and the device was restored to nominal settings. The patient was stable throughout.